Manufacturer narrative:
It was initially reported that the lift was stuck in the mid-position due to malfunction cam card. Follow-up submitted as further investigation determined the lift was stuck due to a damaged interrup pan.

Event description:
It was reported via repair work order that the lift was stuck in the mid-position due to a damaged motion interrupt pan. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the lift was stuck in the mid-position due to malfunction cam card. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.